Event description:
Patient on v3e in 320 door had a small bore feeding tube in place (not a cortrak). I did not know the hospital still had them in stock because I tried to order one a few months back and was told we no longer carry them. The 3e staff said what they had stocked could be really old, they were not sure. The tube was placed on the day shift and was left for nights to start tube feedings. Several of the nurses on the floor could not flush the tube and it appeared on x-ray that the tube was bent at the end in the form of a v. Dr. (B)(6) came to bedside and tried unsuccessfully to flush, removed the tube, and could see a bend/kink in the tube. He got another of the same to tube to try to insert and the tube already had a bend at the end so that it was collapsing into a v-shape. He said there was not enough silicone or rubber in that area, and it was unable to hold the shape in a straight line. He asked for a cortrak tube that he said he would place like a regular kaofeed (not post-pyloric). He said he had the same issue with this tube and placed a salem sump instead. I was able to get the 2 kaofeed tubes, the one that was removed from the patient, and the one that was opened but not used because it looked defective. They are in your box outside your office. I guess dr. (B)(6) feels that the products are defective and need to be looked at. Manufacturer response for feeding tube corflo nasogastric /nasointestinal feeding tube with stylet, feeding tube corflo nasogastric /nasointestinal feeding tube with stylet (per site reporter). [Redacted date] no previous reports in our tracker for this item, no reports in maude since feb 2023 and were not of this nature. [Redacted date] came in through e-mail, sent to materials to retrieve, requested product ids from site. [Redacted date] emailed [redacted name] [redacted date] mailed fedex trk# [redacted number].